Event description:
The advocate called for help with the customer's contour meter. While troubleshooting, she performed control tests and received a result of 236 mg/dl. The normal control range was 108-150 mg/dl. No adverse events were alleged. The advocate was advised to return the customer's test strips for evaluation. Replacement products were sent to the customer.